Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs, confirming the reported cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device, with a 6fr sheath, after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.